Event description:
On (B)(6) 2019, the user contacted dario to consult regarding inconsistent blood glucose readings. Prior to contacting dario, the user visited his doctor in order to double check his blood glucose levels because of the inconsistent readings. While on the call with dario, the user was trained on blood glucose measuring using the dario meter. In addition, he was instructed to open a new cartridge of test strips. The issue was resolved with the new strips. No device problem was detected; not enough information regarding the initially used strips to investigate. The user did not call back for further assistance. Follow up attempt with the customer was made, however, no response has been received to date. As per dario system logs, the user kept using his dario meter to date.